Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. Our distributor emailed to the initial reporter to obtain the additional information, however, there's no additional information provided. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained when searching the maude database on 10/14/2019. Report number: mw5090080. The event description was: "hubble contact lenses did not verify our pts contact lens prescription. They switched her to their contacts. She went to the ER this morning with pain and they were not able to help her. I examined her today and her vision is worse than normal due to an infiltrative keratitis in her right eye. It is illegal to not fill a contact lens prescription exactly. She will be returning in 2 days to see how she is healing. Her pain started the first day she wore the contact. FDA safety report ID# (B)(4)."